Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display had a pink tint to it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/13/2013 with the following findings: the pump booted to the verify screen with a dim pink contrast. The oled screen was removed and replaced with a new test screen which caused the contrast to return to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.